Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the programmer powered up with a system error. Analysis also found the power cord bay and upper hinge plate are broken. The printer drawer paper guide is missing. (B)(4).

Event description:
It was reported the programmer is broken, but it was believed to have gotten an error screen. The programmer was returned for repair. No patient complications were reported as a result of this event.